Event description:
It was reported that the patient sometimes had ¿jolts¿ in the vagina was having problems with therapy since implant. It was noted that therapy on different programs worked for a day or two and then stopped. It was reported that the patient had been working with the healthcare provider and had tried three different programs. The reporter stated that the device setting stimulated where the patient¿s back hurt so the she could not increase stimulation and the patient was running twice as much to the bathroom. It was reported that the patient was taking incontinence pills since the week prior to the report and she changed pads often. It was noted that the patient was changing pads every ¿hour half¿ and drenching. It was noted that the patient was heavy at around (B)(6), the patient had a stroke a couple of years ago and had back problems. It was reported that the patient never had the rapeutic effect. The reporter stated that there were three new programs and they didn¿t work. The patient was working with her healthcare provider. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v948369, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).